Event description:
Tech found bed with a note reading, 'broken'.

Manufacturer narrative:
Tech found the head section won't go up. The CPR valve was stuck from contamination in hydraulic fluid. He replaced CPR valve to resolve the issue.